Manufacturer narrative:
A steris service technician inspected the table and found that when he pushed on the table with the floor locks engaged it moved approximately ½ inch. The technician further inspected the table and found that the rubber pads on the table's floor lock feet were missing. The table is not under steris service contract and is serviced and maintained by the user facility the technician ordered and placed rubber pads on all four floor lock feet, tested the table and confirmed it to be operational.

Event description:
The user facility reported that during a patient procedure, the table moved. No injuries or procedural delays/cancellations were reported.